Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right atrial (ra) lead channel, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted, aiding the health care professional (hcp) review the report while enrolling the hcp in latitude nxt. No adverse patient effects were reported. This ICD lead remains in service.